Event description:
It was reported that the during the procedure, the right atrial (ra) lead was unable to implant. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in two pieces. Visual, x-ray examination and electrical testing did not find any anomalies on the lead.